Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The root cause of this failure is attributed to a component failure and related to device design. A site history complaint review was performed and no other complaints were found for product. No image or procedure video was provided for review. A log review was performed and found that the small grasping retractor (470318-10 / n10201027-0024) had six uses remaining out of ten uses total. The small grasping retractor is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. The surgeon reported issues with a broken or loose cable. Failure analysis of the returned instrument found that the instrument had a broken pitch cable. Based on the additional information obtained from failure analysis investigations, this complaint is considered a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during an esophagectomy transthoracic - neck anastomosis with a low anterior resection, the surgeon had issues with a broken/loose cable on the small grasping retractor. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) contacted the initial reporter from the hospital site and confirmed that there was no fragment from the instrument that fell inside the patient and that there were no other issues with the instrument. No further details could be provided.